Event description:
Customer reported the dpm central station reset and had a blank screen, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system and found the system's ups without continuous power. The system was reinstalled with continuous power.